Manufacturer narrative:
The reported event was confirmed. During evaluation of the returned device, one of the tips was found to be broken off. Potential causes for damage to the tips include the device being dropped and/or mishandled. The device is not repairable and will not be returned to the customer.

Event description:
The 10cm sf jewelers 0.7mm tip was returned to stryker instruments for service, and during functional evaluation it was noted that a piece was broken off of the tip. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The 10cm sf jewelers 0.7mm tip was returned to stryker instruments for service, and during functional evaluation it was noted that a piece was broken off of the tip. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.